Event description:
It was reported that an ilet user experienced sustained high blood glucose readings, including meter and pump displays of ¿high,¿ after multiple dosing stoppages triggered by not entering manual blood glucose values and operating without a continuous glucose monitor (cgm) for approximately one and a half days, followed by cgm reinitiation and a recent infusion set and supply change with verified tubing flow. Symptoms included hyperglycemia with a peak of 400 mg/dl accompanied by hot flashes. Outcomes included continued hyperglycemia with subsequent downward trend to a fingerstick of 359 mg/dl after corrective actions, without emergency treatment or hospitalization. Investigation included technical troubleshooting and user education regarding cgm use, timely entry of fingerstick values to prevent dosing stops, and verification of infusion set function. Investigation of this case revealed use-related factors, specifically missed manual bg entries causing dosing suspensions and lack of active cgm, likely contributed to the hyperglycemia. It was concluded that the device functioned as designed, and the event was attributable to user interaction with required inputs leading to dosing interruptions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.